Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent minimum fill notifications occurred after filling cartridges with around 300 units of insulin. The customer¿s blood glucose level was around 200 mg/dl. Reportedly, a new cartridge was loaded successfully and insulin delivery was resumed.